Event description:
It was reported that the patient underwent an explant procedure to remove the superion indirect decompression system implant as pain relief was not successfully achieved. The explanted device was retained by the facility and was not returned.